Event description:
Per affiliate: it was indicated that the customer had received the same alarm for the past two months and began to use a new type of infusion set. The customer stated after a few hours of using the new set, the site became sore and swollen. When the customer removed the set, it was conveyed that the customer only saw the tape come off and not the needle. The customer had to go the hosp and an x-ray was done. It was indicated that the needle had to be surgically removed from the customer's abdomen.